Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented in clinic for follow up with lower than usual r waves. After performing isometrics and arm movements the r-wave measurements were still the same. No other electrical anomalies were detected. The physician will perform dft testing and continue to monitor the patient. Patient is doing fine now.